Event description:
A user facility biomedical technician (bmt) reported the acid and bicarb power cables had heat damage. The wires were discolored but had no other physical damage. The bmt also stated that there was heat discoloration on the ground wire from the heater block to the chassis. The bmt reported the machine had low (positive) tmp. There was no patient involvement. The bmt was advised by technical support that the discoloration of the cables by heat would be documented, and to replace the external o-rings, calibrate the hydraulic pressures including the dialysate pressure. Upon follow-up, the bmt confirmed the reported event and stated the acid and bicarb power cables were discolored and exhibited heat damage. The bmt stated there was also heat discoloration noted on the ground wire from the heater block to the chassis. The machine prompted with low (positive) tmp messages as a result. The bmt confirmed there was no burning smell, smoke, spark, or flame. The bmt stated no other visible damage or deformities were noted with any other components of the machine. The bmt stated that the discoloration was observed during preventative maintenance of the machine. The bmt stated the machine is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt stated that the cables were not replaced at this time and stated the machine was repaired by replacing the external o-rings and calibrating the hydraulic pressures including the dialysate pressure. Per bmt the machine is back in service without reoccurrence of the reported event. The bmt confirmed a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The bmt stated that the acid and bicarb power cables were available to be returned to the manufacturer for physical evaluation. Photos were also available to be provided via email.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information; d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. The reported event was confirmed referencing the attached photo. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A user facility biomedical technician (bmt) reported the acid and bicarb power cables had heat damage. The wires were discolored but had no other physical damage. The bmt also stated that there was heat discoloration on the ground wire from the heater block to the chassis. The bmt reported the machine had low (positive) tmp. There was no patient involvement. The bmt was advised by technical support that the discoloration of the cables by heat would be documented, and to replace the external o-rings, calibrate the hydraulic pressures including the dialysate pressure. Upon follow-up, the bmt confirmed the reported event and stated the acid and bicarb power cables were discolored and exhibited heat damage. The bmt stated there was also heat discoloration noted on the ground wire from the heater block to the chassis. The machine prompted with low (positive) tmp messages as a result. The bmt confirmed there was no burning smell, smoke, spark, or flame. The bmt stated no other visible damage or deformities were noted with any other components of the machine. The bmt stated that the discoloration was observed during preventative maintenance of the machine. The bmt stated the machine is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt stated that the cables were not replaced at this time and stated the machine was repaired by replacing the external o-rings and calibrating the hydraulic pressures including the dialysate pressure. Per bmt the machine is back in service without reoccurrence of the reported event. The bmt confirmed a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The bmt stated that the acid and bicarb power cables were available to be returned to the manufacturer for physical evaluation. Photos were also available to be provided via email.